Manufacturer narrative:
D10: 308-01-13 - 13x80mm distal stem modular cem: 7222165. 308-05-31 - distal fixation ring ha 31.5: 7222498. 308-09-00 - small prox body +0 7: 001300. 308-15-01 - taper locking screw 0: b642041. 320-10-00 - eq rev tray adapter plate tray +0: b841281. 320-15-05 - eq rev locking screw: b803821. 320-20-00 - eq rev torque defining screw kit: b821452. 320-31-40 - gleno, 40mm for small reverse: b634875. 320-35-08 - small sup./post. Aug glenoid plate,right: b082346. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a right rtsa, underwent a revision procedure. The patient was revised due to instability. The surgeon extracted the standard 40mm humeral liner and replaced it with a 40mm +2.5mm humeral liner. There was no surgical delay or device breakage during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were discarded by the customer. No images were able to be obtained. No further information.